Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer is adding insulin to a filled cartridge, and re-using insulin. Clinical support advised customer that adding insulin to a filled cartridge, and re-using insulin, is off label per the tandem user guide. Customer¿s blood glucose level was 200-400 mg/dl.